Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a ride through power on reset (por). A device update, delivered via in-clinic interrogation, was recommended by the manufacturer, but the patient has not been seen in the clinic yet. It was further reported that an alert occurred which identified a right atrial (ra) lead position check failure. The crt-p and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient had been seen in-clinic and a device update, delivered via in-clinic interrogation, was performed. It was further noted that the ra lead was checked via the programmer and no product performance issues were observed.